Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced an inaccuracy in cgm readings during an extreme low. Patient reported that his cgm meter was reading 100+ mg/dl when his blood glucose meter was reading 40 mg/dl. Patient self-treated and was able to raise his glucose level. No medical intervention was required, and patient was fine at the time of his call to dexcom technical support.